Manufacturer narrative:
The initial MDR 2517506-2017-00046 was filed on (B)(6) 2017. Additional information (02/21/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc did not find any indication of reagent delivery or foaming issues based on the review of the result monitors. Hsc stated that conical sample tubes are not approved for use on the vista instruments. The cause of the discordant, falsely depressed urine enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The quality control (qc) was in range at the time of the event. Siemens is investigating the event.

Event description:
A discordant, falsely depressed urine enzymatic creatinine result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same dimension vista instrument twice. The first repeat was depressed and the second repeat resulted higher. The customer then repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer reported the second repeat result on the original instrument to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine result.